Manufacturer narrative:
D10. Concomitant product: smbttovlx, spacemaker* pro access and dissector sys, (lot # p4h1138); smbttovlx, spacemaker* pro access and dissector sys, (lot # p4h1138); smbttovlx, spacemaker* pro access and dissector sys, (lot # p4h0872). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal (tep) procedure, during inflation while creating the preperitoneal space in the lower abdominal extraperitoneal tissue prior to mesh placement, the two balloon-tip trocars were ruptured. Moreover, another two balloon trocars with different lot numbers had a hole, and the balloon did not inflate, and there was a rapid loss of pressure. The device was replaced with another brand to resolve the issue. There was no patient injury.